Event description:
It was reported, that the patient presented to the emergency room after receiving therapy. Upon review, it was discovered, that the implantable cardioverter defibrillator exhibited premature battery depletion. It was noted, that the device showed 4 months of longevity, after being implanted for 2.5 years. And this was the first shock for the device. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.